Event description:
It was reported that after a catheter revision, the pt experienced a burning sensation down legs and hip, when he was getting drug intrathecally. The burning continued in 2009, when the entire system was removed.